Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was 251-253 mg/dl. Customer administered manual injections to address bg. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.